Event description:
Blood pump header split during treatment with 100-200 ml blood loss. There was no pt injury or medical intervention. The inside surface of the blood pump rotor housing was found to be rough.